Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision took place. Reportedly, the pt lost weight and the hcp planted the device deeper. Three weeks later, the pt was still in pain. It was difficult to keep her kidneys regulated and her bowels had not worked without taking laxatives since the revision. Add'l info has been requested, but was not available as of the date of this report.